Manufacturer narrative:
(B)(4). Upon receipt the unit was visually inspected for outward, visible signs of misuse/abuse/neglect. Nothing of any significance was noted in terms of physical damage. The unit had some dark stains on it which would have been inherent to the day to day use in the hospital setting. The unit was inspected for cracks, wire frays, plastic case cracks/fractures, burn areas/wires, damaged power cord strain reliefs. No significant amount of lint built up on fan or cooling ports. Nothing visually noted of any significance. The unit was gently rotated and then lightly shaken to determine if any loose components might be moving around inside the plastic case. Nothing loose noted. The serial number was confirmed a match to the technical complaint number. The neptune was connected to 110 vac. The unit passed the initial power connect test. (Continued) other remarks: the unit also navigated through the power-on self-test with no issues. The next test was the temperature display accuracy test using the diagnostic probe kit, part number 425-99, and the following simulated values. Low temperature--- 25 degrees c. Normal patient scenario--- 37 degrees c. High temperature scenario--- 42 degrees c (tp-6). The neptune displayed the correct temperatures and properly alarmed in the high temperature scenario. Due to the nature of the complaint, the unit was prepared for the functional bench test where water, an adult breathing circuit (880 -36kit), 10 lpm of air pressure, and a 382-10 universal water column was connected to the unit for a real time operational scenario. The unit successfully negotiated all pre-operational self-tests again and was functioning real time. The unit functioned without any interruption or functional anomalies for ~3.0 hours. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. The complaint cannot be confirmed. Functional testing did not reveal any operational anomalies. No corrective/preventative actions will be assigned. Teleflex will continue to monitor customer feedback for complaints of this nature.

Event description:
Customer complaint alleges the "heater randomly shut off during use." Alleged issue reported occurred during use. No patient harm or medical intervention was reported. Patient condition reported as fine.